Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap hysterectomy. During case the surgeons closed the jaws on the peritoneum and the jaws would not open again as it had locked closed. They had to use a different instrument to dissect away the tissue and safely remove the device. Device being returned for investigation. Another cer for the same issue which happened 6 weeks earlier is being completed too. Devices were from different batches. Patient status: no patient injury or illness occurred with the complaint event.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience. Engineering observed that the trigger lock, a metal component located at the bottom of the trigger, was deformed. Based on the condition of the returned unit, it is likely that the reported event was caused by deformation of the trigger lock, which is used to engage and disengage the trigger from the handle. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented component enhancements intended to further minimize the potential for this type of event to occur.